Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that patient is implanted with this subcutaneous implantable defibrillator cardioverter and a competitive implantable pacemaker generator. The percentage of pacing therapy this patient requires has recently increased. Oversensing resulted in inappropriate shocks when pacing was delivered. A boston scientific technical services consultant reviewed the data in all sensing vectors and sensing appears unacceptable during pacing. The consultant informed the caller there are no further programming changes that can be suggested. No adverse patient effects were reported.